Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection and treatment of infection unknown) and performance decrement. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 18 february 2021.